Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va18agf, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Analysis of the lead, va18agf, found that there was suspected body fluids in the lead body that had no performance impact.

Event description:
No new information.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va18agf, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported the patient's lead migrated through the skin at the implant site over the sacrum and surgical intervention was required to remove to remove the lead and it presented an infected risk. The rep stated the trouble shooting to resolve the issue included the migrated lead was removed from the patient and a new lead was implanted. The rep noted the issue was resolved at the time of the report. Additional information from the rep reported the cause of the lead migration was the incision opened over the sacrum and it exposed the lead. The patient is implanted for fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.